Manufacturer narrative:
No other records of this nature over the past 15 years. Photos of the footboard have been requested for review. The board edge finish is similar to other pieces of furniture like side tables, table tops, dorrs, drawers, etc.

Event description:
One of the patients had an unwitnessed fall and sustained a laceration on his arm. The patient stated that he fell, hitting the edge of the bed's footboard, causing the laceration. The footboard was inspected by the facilities staff and the edges are rounded.